Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 1, 2004, the patient contacted lifescan alleging that her one touch basic meter would not power on. The last test was performed in 2004. The patient reported contacting her physician as a result of feeling shaky and faint. She did not attempt to test with the reported meter while experiencing symptoms. She was advised to take lucozade and go the to hospital if she did not feel better. The patient felt better and did not seek further treatment. The patient neither alleged harm nor experienced injury or medical intervention. The patient reported that she replaced the battery; however, the meter would not power on. The customer representative confirmed that the battery was correctly installed and the battery contacts were in good condition. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.